Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not inflating. Surgical intervention was performed to remove the ipp. Upon explant, the physician found a hole in the right cylinder near the connection between the tubing and cylinder. A fluid leak was identified. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.